Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication, stall due to gear wheel 3, and wheel 3 assembly anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2019-08-21 07:08:15 cst pli# 10 product ID# (B)(4) below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. Medtronic developed a design change to reduce motor gear corrosion and received regulatory approval for the change. Medtronic began distributing pumps with this design change in january 2016. Destructive analysis determined that the screw for gear wheel number three was loose. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that when the patient first received the pump in 2014 she was not told to listen for alarms and she didn't know what they sounded like. It was reported that on (B)(6) 2019 she wasn't feeling herself and she heard a muffled noise. Per the patient she was feeling worse; legs hurting, couldn¿t keep them still, she was kicking her legs as hard as she could; diarrhea, vomiting all night. The next day she felt a little better but was still hearing noise; then she said she thought it was the flu but then the next day, started to feel bad again. The patient was taken to urgent care and the healthcare provider (hcp) thought it was heat exhaustion; when hcp left the room she heard the noise again and at that time; she knew it was the pump. The patient's home health nurse was contacted and confirmed that it was the critical alarm. It was reported that the patient was going through withdrawals; pump showed a motors stall and hcp sent the patient to the hospital where she was given something for the withdrawals. The device manufacturer representative read the pump and confirmed that a stall had occurred on (B)(6) 2019 at 03:00, restarted the next day at 11:00 and stalled again at 21:00. The patient was also sent a manual because she did not have one. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the device manufacturer representative regarding a patient receiving dilaudid (7.5 mg/ml at 3.15 mg/day) via an implantable infusion pump. It was reported that patient experienced withdrawal symptoms (flu like symptoms and nausea). There were no known environmental factors that may have led or contributed to the issue. The pump was interrogated and a motor stall was noted; the pump was replaced. It was noted that the issue was resolved and the patient was alive with no injury. The device would be returned for analysis. No further complications have been reported as a result of this event.